Event description:
The pt underwent diagnostic coronary catheterization. The cardiologist, who was not certified by perclose, attempted arteriotomy closure with a techstar xl 6fr pvs device. The needles would not present on deployment. Fluoroscopy showed that one needle had presented outside the barrel and the suture was tangled inside the device. Backdown of the needles to their original position was not successful. The pt went for surgical removal of the device. Surgery was successful and the pt did fine.